Event description:
Patient was revised due to pain and high ion levels. The cup was well fixed.

Event description:
Patient was revised due to pain and high ion levels. The cup was well fixed.update litigation alleged the asr was explanted due to trochanteric fluid, increased heavy metals in the blood and pain. There is no new information that changes the outcome of this investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.